Event description:
It was reported that this right ventricular (rv) lead was replaced due to gradually increasing pacing impedances of 1200 ohms and increasing capture thresholds. This lead was discarded and therefore not expected for return. No additional adverse patient effects were reported.